Event description:
It was reported that this anchor broke at the first eyelete then cracked through the second eyelete as it was being implanted.the anchor was removed and a second anchor with the same part number was sucessfully inserted.a delay of less than 10-minutes resulted.the site was tapped prior to attempted insertion.it was confirmed that the site was tapped with the twinfix 5.0 ab dilator to the distal laser etching.the patient's bone quailty was noted to be hard as it was in the patella.the surgeon was not likely using the ao-2 finger technique nor maintaining axial alignments since he mentioned the patella was wiggling in his hand when he started to insert the twinfix.the surgeon got a "1/2 turn before it broke".